Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg is no longer able to communicate with the programmer. Troubleshooting was unable to provide resolution. No surgical intervention is planned at this time. This patient has two scs systems. This issue is in regards to the one implanted on (B)(6) 2016.

Manufacturer narrative:
The CAPA investigation was initiated on (B)(4) 2016 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their ipg replaced. Issue has been resolved.